Event description:
(2/2, refer to (B)(4) for all attachments and related complaints). (Documenting 2 of 2 cadd cassette) of customer report: 00512759 - 90000230811. Batch - unknown. No injury. It was reported that the machine alarmed once to ail. Patient changed the cassette and the line, however after an hour they check the line, after bubble control and noticed new bubbles. The machine didn't alarm. "Cassette is clear like before". Product tracking.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4). One sample was received in used condition, decontaminated and inside in a plastic bag. The sample was visually inspected at 12 to 16 inches under normal conditions of illumination to detect sample conditions that could cause functional issues. The samples were received without the blue clip, no damage, kinks, or any discrepancies affecting its functionality were found. During the functional testing the sample was fully primed and connected without difficulty, and the pump was set running and no alarms were activated. No air bubbles detected during the test process the complaint was not confirmed. No root cause was determined due to the complaint not being confirmed. The actions taken were not performed due complaint was not confirmed.